Event description:
It was reported that the prometra pump could not communicate with the programmer. The pump displayed the error message "pump not found error 26". The pump was explanted and a new pump was implanted. No adverse pt effects were reported.

Manufacturer narrative:
Result: the root cause of the failure could not be determined. Device eval: a visual inspection confirmed a dent on the side of the pump's top cover. During the initial eval, it was confirmed that the pump would not communicate. The investigation observed fluid in the electronics cavity when the top cover was removed. Further examination determined there was an internal leak which caused the liquid in the pump's reservoir to collect within the pump's electronics cavity. Once in the cavity, the liquid came in contact with the electronics causing a short to occur which both drained the battery and caused catastrophic damage to the pump's circuitry. The cause of the dent could not be determined during this investigation. The event which caused the dent could have applied enough stress internally to cause a leak. No further info was reported to flowonix medical regarding the presence of the dent at either implant or explant. The fluid leak into the electronics cavity and the resultant damage due to the fluid confounded the analysis; therefore the root cause of the communications issue could not be determined. Fluid leakage into the electronics cavity has not been previously observed in the prometra pump. (B)(4).